Manufacturer narrative:
The subject device was not returned for investigation. Therefore, a physical investigation of the device was not possible. Based on the reported information, there was no device malfunction. The likely cause of the reported adverse event of a hemorrhagic stroke following the ivl procedure is user error. It was noted that the device was used off-label since the catheter was used in the carotid artery. The shockwave m5+ peripheral ivl catheter instructions for use, under contraindications for use, states "this device is not intended for use in coronary, carotid, or cerebrovascular arteries." Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Event description:
An m5+ peripheral ivl catheter was used with a 300cm abbott command es wire to treat a calcified carotid lesion. The device administered 120 pulses without any documentable issue. The patient suffered a hemorrhagic stroke after the procedure which is attributed to the use of the guidewire as well as the off-label use of the ivl catheter. To date, the patient is recovering in rehab and has had a craniotomy.

Manufacturer narrative:
Entered UDI: (B)(4).